Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. On (B)(6) 2021, the lead was capped and replaced. The patient was in stable condition.